Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02717. Follow up revealed that the patient has stabilized over time, and the weakness of the legs was resolved upon removal of the lead during the trial procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02717. It was reported that the patient exhibited weakness in his legs following his trial lead implant procedure. As a result, the patient was admitted to the emergency room where he is currently being monitored.